Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 65 mg/dl, 72 mg/dl, and 211 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.